Event description:
Reportedly, oversensing was seen whereas the pacemaker was still in the box. The session has been closed and the pacemaker has been reinterrogated and the oversensing remained.

Manufacturer narrative:
The patient files analysis led to the following observations: - during the last phase of the manufacturing process, a value was entered for the ventricular lead impedance measurement due to a software bug. - this bug can occur in very specific conditions which have been met in this case, leading to a suspicion of lead connection. - the automatic implantation detection was forced on (B)(6) 2025 18:01, before the confirmation of connection by the user before the implantation procedure (device still in the box). - since there was a lead connection suspicion associated to an implantation confirmation (forced), the minute ventilation (mv) sensor has been activated. - a bug correction is currently in progress. - to prevent a new occurrence before the correction implementation, it is recommended to either not force the automatic implantation detection, or to connect the leads before forcing this algorithm in order to erase the previous value entered by this software bug. - in case of new occurrence by forcing the automatic implantation detection when the device is in the box, once the leads will be connected, the mv oversensing will disappear. There is no patient risk and this case is recorded for trending purposes. Please refer to the attached analysis report.